Manufacturer narrative:
(B)(4). Foreign. The event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the cement was injected into the femoral bone marrow cavity, immediately after insertion of the femoral implant, the patient's blood pressure was lowered to about 60. Attempts have been made and no further information has been provided.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The cement was injected into the femoral bone marrow cavity, immediately after insertion of the femoral implant, the patient's blood pressure was lowered to about 60. A surgical delay of >30 minutes was also reported.